Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level rose to between 15.0 mmol/l and 20.0 mmol/l 270 mg/dl and (360 mg/dl) while wearing the pod between 1 and 4 hours. The patient reported insulin leaking while wearing the pod. When removed from the infusion site (leg), the pod's cannula was found bent. As treatment, a new pod was applied.

Manufacturer narrative:
The device was received with the cannula assembly fully deployed. Inspection of the soft cannula did not find it bent, kinked, or damaged. The download data from the pod did not contain any timeouts, drive stalls, or hazard alarms that would indicate a struggle to deliver insulin. No damages, tears, or leaks were found in the fluid path. No problems were found with the pod during the investigation that would cause fluid leaking during wear.